Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection. It was reported that post procedure there was a type IV endoleak in the middle of the valiant stent graft approximately near t7-8 of the descending aorta. The stent graft did not exclude the blood flow to the dissection, the pressure on the false lumen remains at a high level and the patient is still feeling pain after the procedure was completed. The physician decided to further treat the patient with analgesia and reducing the patient¿s blood pressure. The physician stated that the cause of the event is related to the device. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.